Manufacturer narrative:
A gold-tite® square uniscrew (unisg) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the complaint. The reported device was located on tooth # 18 and length of usage is unknown. Pictures or x-ray images were not provided. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (unisg) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter address/ fax number: not provided. Device discarded.

Event description:
It was reported that abutment screw (unisg) fractured at tooth location 18. No indication of serious injury was reported at the time of this report.